Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, the basket of a ncircle tipless stone extractor was unable to open/close during a transureteral lithotripsy (tul) procedure. Further communication with the user facility clarified that extraction of urinary stones was performed after crushing the stones with a laser. The basket became unable to be opened/closed after 1-2 times extracting of the stones. The user removed the black collet knob to fix the problem but failed. A kink of the sheath was suspected as well. The procedure was completed using another same type device. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. The device was returned with the handle in the closed position. The polyethylene terephthalate tubing [pett] was not returned. The collet knob was returned completely loose from the handle. The support sheath and the basket sheath were still adhered. The basket formation was intact and fully expanded. There was 1.9cm of the basket assembly protruding from the end of the basket sheath. There was a severe kink 50.2cm from the distal end and a smaller kink 48.5cm from the distal end. The metal collet was not returned. The basket formation does open and close manually. Functional testing noted the basket assembly moved freely when manually actuated. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to be disassembled, as stated in the event information. Two components were not returned, the pett tubing and brass metal collet. The basket sheath was found to be kinked in two locations, with one kink being severe. It is likely the kinked sheath was preventing the basket from properly opening/closing. Although the basket was able to be manually opened/closed when tested, when the device was in use inside a scope, the kink may have been preventing the basket assembly from moving freely within the basket sheath. The provided information stated the device did initially function properly before the issue with basket function occurred. It is likely the sheath of the device was inadvertently damaged during use which prevented the basket from opening/closing, although the most probable cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transuretheral lithotripsy (tul), a ncircle tipless stone extractor was being used to remove stone fragments, after a laser was used, when the basket stopped functioning as intended. After extracting 1-2 stone fragments the basket would no longer open or close. The user then removed the collet knob in an attempt to fix the problem, but this did not work. It was suspected that there was a kink in the sheath that may have affected the functioning of the device. Another ncircle tipless stone extractor was used to complete the procedure. The patient did not experience any adverse effects.